Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2026. It was reported that they were not feeling well/sick. The patient reported fever. The issue was not resolved and was still ongoing. Antibitotics was required. Patient's representative (pt rep) was reporting that the patient has been sick since friday. They sent pictures to the clinic and was prescribed with an antibiotic. Tomorrow, patient has a consultation to confirm an infection. Advised to contact the doctor if symptom still persisted.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member of a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6)2026. It was reported that they were not feeling well/sick. The patient reported fever. Antibitotics was required. Patient's representative (pt rep) was reporting that the patient has been sick since friday. They sent pictures to the clinic and was prescribed with an antibiotic. Tomorrow, patient has a consultation to confirm an infection. Advised to contact the doctor if symptom still persisted. The issue was not resolved and was still ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.